Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo of 1ml luer-lok syringe packages was received and evaluated. The image shows four loose packages with two in the foreground with all applicable product information on the top web including batch 3291217 highlighted in green and batch 3285677 highlighted in red. In the background two additional syringes can be seen with one showing batch 3299390, and the other package the batch is not visible, however, bd can be seen. The reported defect cannot be confirmed from the photo provided. Furthermore, a device history record review was completed for provided lot number 3291217. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material #: 309628. Batch#: 3291217. It was reported that the bd luer-lok had mixed product/lots. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. The 8/2/24 1st shift paii assigned to wo: (B)(4) packaging identified during aql inspection that the lot number printed on the syringe within the sample carton (lot: 3285677) did not match the syringe lot issued to the packaging lot (lot: 3291217). The observation failed critical aql: incorrect component. Syringes (sharp item: 113079, lot: 3291217) were issued to packaging as required per the wo. This was the first time the pallet was used at sharp and the first time the shippers containing the syringes were opened for use. Sharp reviewed receiving records; lot: 3285677 was never received at sharp. Lot mixture prior to receipt at sharp was confirmed. Product number - 309628. Lot number - 3291217.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.